Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not log data despite being in use. Reportedly, the customer turned off the alert settings and upon turning the settings back on, viewed the appropriate data. Blood glucose level was 302 mg/dl.